Event description:
It was reported that the deep brain stimulation (dbs) patient experienced extending charging times, and implantable pulse generator (ipg) to remote communication difficulty. The patient underwent a revision procedure where the ipg was replaced and did well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.